Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -10.5/+1.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
Additional information: b5- "the problem was resolved." Should be added to previous MDR claim# (B)(4).